Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg had flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg had flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure as the patient was able to charge the ipg successfully. The ipg was flipped back to correct position.